Event description:
It was reported that patient underwent oxford bilateral knee surgery on (B)(6) 2000. Revision procedure for left bearing was performed on (B)(6) 2014 due to wear. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.